Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced two inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Continued monitoring was planned. No additional adverse patient effects were reported. This ICD remains in service.